Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose level was 438 mg/dl. The customer reverted to an alternate method of insulin therapy.